Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. As this case involves a legal issue, our ability to obtain additional information about this event is extremely limited. A follow-up report will be submitted upon receipt of the investigation.

Manufacturer narrative:
(B)(4) additional information could not be obtained due to fact that this is a litigation case. Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and the lot was manufactured to specifications. A root cause analysis related to the use of veritas is not possible. It is not evident that the product resulted in the patient¿s issues. No further investigation is necessary at this time. No trend is identified. This case will be kept on file for trending purposes.

Event description:
Legal complaint medwatch # (B)(4) states the patient suffered pain, dyspareunia, urinary incontinence, fecal incontinence, infections, vaginal discharge, itching and burning of vagina, and other conditions as they become apparent. Two devices were implanted on (B)(6) 2007. On (B)(6) 2013 a product was removed. It is not known what was removed. Device 2 of 2 implanted.